Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hypoglycemia. Blood glucose level was 36 mg/dl. Customer treated their blood glucose with orange juice and carbohydrates. It was unknown whether the customer using auto mode feature at the time of reported low blood glucose event. Customer declined to troubleshooting for low blood glucose and said that he will callback later to run the test on transmitter and insulin pump. No further details given. Insulin pump will not be returned for analysis.